Event description:
Reporter indicated that an unknown patient developed a ¿primary infection¿ requiring explant of the vns lead and generator in 2009. Reimplant of a new vns system may occur as the patient's seizures have increased since the vns was explanted. It is possible this infection event has been previously reported. All attempts to the reporter for additional information and clarification of events have been unsuccessful to date.